Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported pump turned off without input, which was not reproduced during evaluation. Pump turning off was verified through a review of the event history log. It is unable to be determined if the improper shutdown messages found in the log were due to user input. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turnedn off without input. There was no patient involvement. No additional information is available.